Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 353 mg/dl at the time of the incident. Customer stated that the location of the leak was at the o ring. Customer states there is not an air bubble in the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill test to reservoir per (B)(4). No air bubbles and no leak were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Also ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and not leak.